Event description:
Disassembly of the glenoid sphere at six weeks post-operative requiring revision surgery.

Manufacturer narrative:
Results: device history record reviewed; product made to specification. X-rays from surgery were received; unable to assess assembly of glenoid sphere with baseplate. Review of one-month post-operative radiographs clearly show disassembly of construct. One screw appears to be implanted at an extreme angle. Tornier inc. Is submitting this medical device report as a result of a proactive review of vigilance events reported to (B)(4) or other competent authorities in (B)(4) during 2009 and 2010. The events described in this medical device report occurred outside of the united states. This is the initial report submitted regarding this surgical event and medical device.